Event description:
(B)(6): on (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and evidence of a battery compartment crack. There was no reported patient impact associated with this complaint. This malfunction is generally obvious and detectable by the user. In addition, the owner¿s booklet instructs the user to cal their healthcare team or animas when they have a question or cannot understand an issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.